Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer went through a pump reset and successfully started their sensor session with no further errors occurring.